Event description:
As reported, the 6/7f mynxgrip vascular closure device (vcd) was used to normally to stop the bleeding. However, the balloon burst, and he could not use it. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11 as reported, the 6/7f mynxgrip vascular closure device (vcd) was used to normally to stop the bleeding. However, the balloon burst, and he could not use it. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile ¿mynxgrip tm vascular closure device¿ 6f/7f was returned inside of a clear plastic bag. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock open. The procedure sheath was not returned for analysis. The advancer tube is located on the proximal edge of the balloon. The sealant is deployed and was not returned for analysis. The slit does not present any anomalies. The syringe is connected to the luer hub. The balloon and the inflation lumen are saturated with saline solution. No other outstanding details were observed. Inflation/deflation test was performed by injecting water on the returned device according to the instructions for use (IFU). However, due to the saturation of saline solution inside the ballon and inside the inflation lumen, the inflation process was not successful. The unit was submerged into an ultrasonic machine, however, due to the high concentration it was not possible to remove the saline solution. The balloon and the inflation lumen were inspected using a vision system to obtain a magnified image. The dense saline solution saturation is confirmed, and no damages were observed on the balloon. The failure reported by customer as ¿balloon~balloon loss of pressure¿ could not be confirmed due to the dense saline solution, which prevented testing of the balloon, and there were no damages noted to the balloon during microscopic analysis. The exact cause of the reported event could not be conclusively determined during the analysis, since no issue was found with the balloon with a microscopic inspection. If there was a leak due to other issues that could not be assessed due to the saturation of saline in the inflation lumen, then procedural factors and handling process may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 6/7f mynxgrip vascular closure device (vcd) was used to normally to stop the bleeding. However, the balloon burst, and he could not use it. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1: phone # (B)(6).